Event description:
Patient had mobility, no pain or infection. (B)(6) male - allograft placed at time of extraction. This was implant in #5 position. Also, did implant #8 position that seems integrated all at same time.